Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's father reported via phone call no delivery alarm, hospitalization and high blood glucose. Customer's blood glucose level was 341 mg/dl. Troubleshooting for high blood glucose was performed. Customer treated their high blood glucose via manual injection. Customer was wearing the insulin pump at the time of hospitalization. Customer performed and passed both the high pressure test and self-test. Troubleshooting for the no delivery alarm was performed. Customer was advised to change the set and reservoir in order to troubleshoot. Customer advised the no delivery alarm occurred during bolus delivery. Customer advised the no delivery alarm issue remained unresolved and was a recurring issue. Customer's father advised there was fluid inside the reservoir compartment and there was a beeping noise. Customer's alarm history showed multiple no delivery alarms, button error and low reservoir alarm. Customer was advised to monitor the insulin pump and their high blood glucose levels.